Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem t: slim x2 insulin pump at the time of the event. On (B)(6) 2026, while at work, the patient received a cgm alert indicating a low glucose reading of 64 mg/dl. The patient attempted to respond to the alert but was unable to specify the actions taken. She reported symptoms of nausea and chest pain and believed the cgm reading was inaccurate. A fingerstick blood glucose (fsbg) measurement obtained at that time displayed ¿high,¿ indicating a value greater than 600 mg/dl, while the cgm continued to display 64 mg/dl. Later that day, the patient drove herself to the emergency department (ed). Upon arrival, an fsbg measurement was 430 mg/dl, while the cgm displayed ¿low.¿ the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with intravenous insulin, intravenous fluids, potassium, and medication for nausea (promethazine or zofran). An electrocardiogram (EKG) was performed due to reported chest pain; no additional details were provided. The patient remained in the ed for approximately 6-8 hours. Prior to discharge, an fsbg measurement indicated a glucose value of 220 mg/dl. No cgm reading was available at that time, as the patient had removed the sensor; however, the exact time of sensor removal was not recalled. The patient reported doing well following discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.